Manufacturer narrative:
(B)(4). Email address for contact office: (B)(6). The results report (via econn), order report and digital card images from the customers ortho vision ID-mts analyser were provided and confirmed the pattern of reaction as reported by the customer. Visual review of the digital card image clearly shows the presence of a small fiber likely on the outside of the mts anti-a (abo1) well. The digital card image was reprocessed by ortho care, and confirmed the 1+ reaction obtained by the customers ortho vision ID-mts analyser. This analysis confirmed that the card imaging system (cims) functioned as per design. Ortho care advised the customer on how to change the result in their lis. The customer was satisfied with this explanation and did not require a follow up. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagent or analyzer to perform as intended. The assignable cause for the discrepant positive abo forward typing result is likely due to the presence of a small fiber on the outside of the mts anti-a(abo1) well. No further complaint of this type has been received from the customer site since the time of the reported event. Discordant false positive abo forward typing for one donor unit known to be o d(rh1) negative. The assignable cause is likely due to the presence of a small fiber on the outside of the mts anti-a(abo1) well. The ortho vision® ID-mts analyzer has functioned as per design. No general product failure was identified. No biased result was reported to the physician. No patient or donor was harmed.

Event description:
On (B)(6) 2022, a customer complained to ortho care after obtaining what was described as a misread of a positive reaction in abo forward typing for one donor sample using an ortho vision ID-mts analyser. Date of event: on (B)(6) 2022. Complainant/complaint reporter: pixie hepp - medical technologist. Reported on (B)(6) by (B)(6) to ortho care helpdesk. Software version: 5.11.2. Donor information: historically known o rh negative. On (B)(6) 2022, a customer reported that they had tested a donor sample for abo forward typing on their ortho vision ID-mts analyser, and that they had obtained a positive 1+ reaction with the mts anti-a(abo1) reagent, consequently typing the donor unit as a(abo1) rh negative. The customer stated that due to the donor unit being a known o rh negative, they reported that this result was a misread. The customer stated that as per their laboratory protocol, they always verify the results from the vision lab report against the incoming report of donor specimens, which is how they discovered the discrepancy between the result and the true donor type. The customer confirmed that the donor unit was not released or transfused as an a(abo1) rh negative unit. The customer reported that no biased result was reported to a physician. The customer reported that no patient or donor was harmed as a result of the reported event.